Event description:
The reporter called and alleged discrepant results during a correlation study when compared to a lab. The device results reported were 2.1, 7.4, 3.9, >8.0 and 3.2 inr. The corresponding lab results reported were 1.6, 5.16, 2.97, 5.45 and 2.05 inr. The device was replaced and requested to be returned for evaluation.